Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history identified no other incidents reported from this lot. The patient effect of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The reported patient effect of recurrent mr appears to be related to procedural conditions, and likely a secondary effect of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed on (B)(6) 2017, to treat mixed mitral regurgitation (mr) with a grade of 4+. There was no challenging anatomy. Two clips were implanted successfully without issue. Post mr grade was 1-2. On (B)(6) 2017, a transesophageal echocardiogram was performed and an slda was observed involving the second clip placed. The clip had detached from the anterior leaflet. Mr grade was 2-3+. No treatment has been performed for the slda. No additional information was provided.